Event description:
It was reported that the patient felt a door edge "raked over the pump". The patient stated that their seatbelt rubbed over the pump site and caused pain. He also reported that the pump gets caught on things because it sticks out so far. He had increased pain and sweating 1-2 times a week for about a month. A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume. The patient stated that the health care provider can usually withdraw " a couple of cc's" but at the last refill on (B) (6) 2009, 6.7mls were aspirated. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).